Event description:
The customer reported the ventilator went vent inop and alarmed. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician reported upon power on of the ventilator for evaluation it alarmed and performed a restart. Review of the device log history indicated a ventilator restart had occurred with a vent inop occurrence upon power on. The service technician replaced the power switch to address the finding. Applicable final testing was completed and tests passed to operating specifications.